Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 32mm in length, eccentric, de novo target lesion was located in the moderately tortuous, mildly calcified and 2.5mm in diameter mid left circumflex artery. A 6fr guide catheter and a 0.014 guide wire were used. Percutaneous transluminal coronary angioplasty (ptca) was performed and a 32 x 2.50 promus premier¿ stent was advanced however some resistance was encountered. The device was removed and it was noted that a stent strut was protruding from the proximal end of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 32mm in length, eccentric, de novo target lesion was located in the moderately tortuous, mildly calcified and 2.5mm in diameter mid left circumflex artery. A 6fr guide catheter and a 0.014 guide wire were used. Percutaneous transluminal coronary angioplasty (ptca) was performed and a 32 x 2.50 promus premier¿ stent was advanced however some resistance was encountered. The device was removed and it was noted that a stent strut was protruding from the proximal end of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts on the most proximal row were raised off the balloon material. The type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device form the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).